Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for evaluation. It is unknown if the product was used according to labeled indications. Batch records were reviewed for lot 165175f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 165175f met all release criteria prior to product release. There is one similar report for this lot. Additional information was requested via mail on 02/10/2010 and 03/02/2010, via pone on 03/02/2010 and 03/04/2010, and via fax on 03/02/2010. A completed questionaire was received from the ophthalmologist and the optometrist. A completed questionaire has not been received from the consumer. (B) (4). (B) (4).

Event description:
A consumer reported that she experienced redness and irritation in her left eye following the use of this product. She stated the symptoms slowly progressed to her right eye. She reported her ophthalmologist diagnosed her with allergies and treated her with an ophthalmic corticosteroid and antibiotic combination suspension. The consumer stated she temporarily discontinued contact lenses for about two to four weeks but her symptoms recurred with resumed use of this product. She reported she then visited an optometrist who treated her with an antibiotic eye drop. She stated she returned to her ophthalmologist who referred her to a specialist. The consumer reported the specialist diagnosed with an eye infection and treated her with an ophthalmic steroid. She stated she is now using a hydrogen peroxide based lens care product and her symptoms have resolved. The consumer reported she was a contact lens user for fifteen years and never had any problems. On (B) (6) 2010, the consumer's ophthalmologist stated he had no record of an allergy to this product. On (B) (6) 2010, the consumer's optometrist stated he diagnosed the patient with keratitis and hyperemia in both eyes. He reported the consumer discontinued contact lenses from (B) (6) 2009 to (B) (6) 2010 and replaced her contact lenses on (B) (6) 2010. The optometrist affirmed he treated the patient with an antibiotic eye drop and switched her to a hydrogen peroxide based lens care product. He reported the customer's symptoms lasted three months and resolved with sequelae (not specified).